Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and monarc subfascial hammock was implanted. It was further reported the patient underwent a surgical procedure on (B)(6) 2008 and perigee was implanted. It was further reported the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted due to sui/pop. It was reported that she experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and emotional/psychological injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh removal on (B)(6) 2008 for chronic pain. It was reported that patient underwent mesh revision on (B)(6) 2009 for mesh extrusion. It was reported that patient underwent mesh revision on (B)(6) 2012 for recurrence. It was reported that patient underwent mesh removal on (B)(6) 2012 for recurrence.